Manufacturer narrative:
The ventilator was returned to a 3rd-party service center for evaluation. On evaluation, the customer complaint of a ventilator inoperable alarm could not be confirmed nor duplicated. The device displayed several patient setting alarms, none of which would adversely affect the proper operation of the device. The device was serviced, inspected, tested and met acceptance criteria.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.